Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated once they went to the generation 2, they replaced a lot of devices. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported to a regulatory body on 2017-nov-13 that there was an implantable neurostimulator (ins) explant/revision on (B)(6) 2017 due to the device malfunctioning. No further complications were reported/anticipated.